Event description:
Related manufacturer reference number: 2017865-2024-00057. It was reported that both the right atrial (ra) and right ventricular (rv) leads were dislodged via a review of the x-ray. An abrupt drop in sensing and impedance was noticed on a remote transmission. Also in the presenting freeze rhythm lack of sensing and capture were noted. Both leads were explanted. There were no adverse health consequences, the patient was stable.